Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented in clinic after receiving an alert for low, out of range high voltage lead impedance. An increase in pacing lead impedance over the same time period was also noted. Lead revision is planned.

Event description:
New information received notes that fracture was observed. Lead was explanted and replaced. Patient was reported to be doing fine after the procedure.